Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The analysis concluded that the communication failure was due to a controller error detected as a udp socket timeout. This is a known design defect, it relates a delay in the execution of controller commands. Analysis showed that complaint is confirmed. (B)(4).

Event description:
A company field service engineer (fse) was present for an seeg case. The surgeon had 18 trajectories planned bilaterally. The patient was positioned supine with no tilt or flexion to the head. The surgeon was moving the arm to clear it after completing the trajectory named '7ld'. Excessive force was used to manually move the arm, which is when the communication error occurred. Rosa went through her shut down procedure. The shutdown delayed the case <10min. The shutdown occurred around 12:51 and the case resumed around 12:56. There were no other shut down occurrences during the remainder of the case.